Event description:
Related to MFR report # 2183959-2012-02386. It was reported by the plaintiff's attorney that on (B)(6) 2008, the plaintiff was implanted with an ams apogee prolapse repair system to treat pelvic organ prolapse. The plaintiff's attorney alleged that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone or will likely be forced to undergo corrective surgery or surgeries." The plaintiff's attorney also alleged that the plaintiff experienced "severe emotional distress" and "other damages."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.